Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the burr not being able to be inserted inside the attachment. The likely cause of the failure is due to the damage to the tip bearing of the attachment. It was also noted that there were scratches and dents found during visual inspection, and the markings were deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the burr could not be inserted during the surgery. At the time of report, the patient or staff impact was unknown. Additional information was received from follow up that there was no patient or staff impact.